Event description:
It was reported that the patient noted the device getting hot during charging. There was no reported impact to the customer¿s blood glucose level. The customer declined to transfer to the customer technical support (cts) team for further assistance. No additional corrective actions or outcomes were documented.